Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use the subject device displayed error e333 (touch panel malfunction). There is no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: touch panel malfunction error (e333) may occur even under normal conditions with the following mechanism of occurrence, the i2c controller is set to generate an error interrupt when clock stretching occurs beyond the set timeout time, even in the normal case, the i2c driver detects that a communication error has occurred by detecting an error interrupt of the i2c controller, e333 (touch panel malfunction) error occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.